Manufacturer narrative:
Updated h3 and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to physical stress being applied to the tip. The root cause could not be determined as there were no signs of a defect that could have affected the event or that the user¿s handling deviated from the IFU on the device. The event can be detected and prevented in accordance with the following instructions for use (IFU). Operation manual: important information¿please read before use. Warning: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the snare did not pass freely through the colonovideoscope channel. It is unknown when the issue occurred. There were no reports of patient harm.